Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a problem occurred while positioning the octaray on the left superior pulmonary vein (lspv) and moving qdot. The visualization of octaray, which was inside the lspv, was not clear, and they checked if it was inside the sheath, but it was outside. When they checked through the x-ray, it looked like the splines were collected, and they proceeded with the angiography. Afterwards, it was confirmed that the catheter was stuck in the lspv branch, and the physician tried to pull back and resistance was felt. Finally, the sheath was attached, manipulated with counterclockwise, and succeeded in pulling the catheter out into the sheath. The physician then pulled it out of the body immediately to check if there was any problem with the electrodes on the catheter spline and if the tissue of the heart had not come out and no problem was noted. After the procedure, the patient was normal, and there were no additional complaints from the customer. There was no patient consequence.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a problem occurred while positioning the octaray on the left superior pulmonary vein (lspv) and moving qdot. The visualization of octaray, which was inside the lspv, was not clear, and they checked if it was inside the sheath, but it was outside. When they checked through the x-ray, it looked like the splines were collected, and they proceeded with the angiography. Afterwards, it was confirmed that the catheter was stuck in the lspv branch, and the physician tried to pull back and resistance was felt. Finally, the sheath was attached, manipulated with counterclockwise, and succeeded in pulling the catheter out into the sheath. The physician then pulled it out of the body immediately to check if there was any problem with the electrodes on the catheter spline and if the tissue of the heart had not come out and no problem was noted. After the procedure, the patient was normal, and there were no additional complaints from the customer. There was no patient consequence. Photo evaluation: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the photo does not provide sufficient information related to the reported issue by the customer, and therefore no results can be obtained from it. A manufacturing record evaluation was performed for the finished device number lot 31178906l and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).